Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump recommended a lower than expected bolus to be delivered. Reportedly, the customer set their carbohydrate ratio incorrectly. Customer's blood glucose level was 99 mg/dl. Tandem technical support guided the customer through adjusting their carbohydrate ratio.